Event description:
It was reported that air embolism occurred. A left atrial appendage closure (laa) procedure was being performed under monitored anesthesia care (mac) sedation using intracardiac echocardiogram (ice) imaging. Venous access was obtained. A watchman trusteer access system (was) and ice catheter was advanced to the left atrium. St elevations were noted, and air was visualized in the laa. The physician aspirated the air from a pigtail catheter and the st elevations resolved shortly after and the rhythm returned to baseline. A 35mm watchman flx pro delivery system and closure device (wds) was inserted, deployed, and the closure device implanted successfully. The procedure was concluded, and the patient is expected to fully recover. In the physician's opinion, since the patient was under mac sedation it was believed the patient took a deep breath causing the air embolism, even though the physician did pull the dilator back slowly and aspirated in order to prevent an air embolism.